Event description:
The reporter stated the surgeon attempted to insert an aq5010v silicone three piece lens but the haptic caught in the injector. There was no patient contact. The reporter stated it was unknown if the lens was damaged.

Manufacturer narrative:
Other (haptic caught in injector).